Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The unit p-cap, test reservoir locks in place properly. The insulin pump was received with a cracked case (battery tube), and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump was slow to rewind and also had rejected new batteries. Insulin pump was getting temperature errors in hot car or cold car. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.